Manufacturer narrative:
The device was not returned for evaluation. Ess provided the staff an instructions for use (IFU) on how to correctly clean the scope. Reprocessing in-service was provided. Staff were instructed on how to drain the old liquid chemical germicide (lcg) and load the new lcg into the olympus endoscope reprocessor (oer). Staff performed a check of the lcg prior to proceeding, by loading scopes in the oer. Instructed staff on efficacy for acecide-c. Ess performed reprocessing in-service with the staff that included demonstration. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. The device history record (DHR) review confirmed the device was shipped in accordance with specifications. Based on the results of the investigation, the root cause of the event could not be determined. However, it was considered that the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. Olympus specialized staff provided training in the correct handling. The suggested event is preventable by handling the device in accordance with the following instruction for use (IFU). Preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope and endoscope reprocessor oer-pro installation manual. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during an oer-pro in service, the olympus endoscopy support specialist (ess), discovered that the liquid chemical germicide (lcg) was not being tested before each cycle. Ess determined that the lcg in the oer-pro was expired. There is no patient infection associated on this reported event. No harm was reported and there have been no reports of patient harm as a result of these events. This event is related to the following patient identifiers below : scope reprocessor and scopes that were reprocessed in the scope reprocessor with expired disinfectant concentration : patient identifier (B)(6), oer-pro sn: (B)(6)- scope reprocessor. Patient identifier (B)(6), (cf-hq190l), sn: (B)(6), patient identifier (B)(6), (cf-hq190l), sn: (B)(6), patient identifier (B)(6), (gif-hq190), sn: (B)(6), patient identifier (B)(6), (gif-hq190), sn: (B)(6), patient identifier (B)(6), (cf-hq190l), sn: (B)(6), patient identifier (B)(6), (pcf-hq190l) sn: (B)(6). This report being submitted is for report with patient identifier (B)(6), (gif-hq190), sn: (B)(6).